Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed. The cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined. The magnetic and force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. The blood found inside the pebax area may have contributed to the force issue. A manufacturing record evaluation was performed for the finished device 31096084l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax. Initially it was reported that the carto 3 system displayed a force sensor error (error code unknown) when the catheter was connected to the patient interface unit (piu). They reseated the catheter to the piu and the issue persisted. The cable was replaced without resolution. When the catheter was replaced, the issue was resolved and the procedure was continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-nov-2023 there was a cut on the pebax and foreign reddish material was inside of it. The cut on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 06-nov-2023.